Event description:
The customer reported that the lock was installed backwards and they were unable to use the cuffs on the pt. There was no pt contact reported. Evaluation of the returned product confirmed that the lock was installed backwards, and found that the cuffs could not be locked on the post.

Manufacturer narrative:
The product was returned for evaluation. Inspection confirmed that one of the buckles was installed backwards. Further testing found that the buckle could not be locked on the post. The other buckle was installed correctly and locked appropriately. (B)(4).